Event description:
It was reported to boston scientific corporation that during a biopsy procedure using trupath biopsy device, the needle misfired. The button on the side did not hold the cocking mechanism and did not click when it was in the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The returned device was found to be functional, verified by arming and firing device 10 times with no issues. No defects were found with the device. The root cause for this event could not be confirmed as the reported event could not be duplicated under test conditions. A review of the device history record revealed no anomalies that could be associated with this incident.